Event description:
I had hernia surgery marlex plug/mesh was used, for over 2 months have had constant pain in testicles and stomach, also feel pain and pressure in bowels. Cannot return to work or normal life, cannot sleep, due to pain, any exertion makes pain worse. I got hurt at work, I want plug/mesh removed, but thus far workmans comp will not cooperate in this regard. Research proves that this material had high rate of post surgery complications, why is f.d.a. Allowing this dangerous marlex product to remain on market, isn't your job to protect people, you have more than sufficient, valid complaints, do you really think MFR is going to give unbiased info. There is not much difference between, recalled mesh and marlex mesh, get real even an old construction worker like myself, can see what has been allowed to happened here. You have lives being destroyed, for sake of human kindness at least pull it temp pending more investigation.